Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that surgery for a distal radius fracture took place on (B)(6) 2014. During the procedure, the surgeon had difficulty inserting the screw in question. The surgeon used a torque-driver in an attempt to insert the variable angle locking screw into the distal hole of the plate shaft (where the oval combination hole was located). Although the screw successfully reached the plate hole, the torque-drive lost its torque. The head continued to spin without tightening the screw. Another screw was used to stabilize the plate with correct torque. The complainant believes that the fit between the screw in question and the plate hole was defective. A surgical delay of 3 minutes occurred, with no patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot: 8694297 - manufacturing location: (B)(4) - manufacturing date: november 5, 2013 - expiry date: october 1, 2023. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile lot were reviewed with the following result: lot: 7498069 - manufacturing location: monument - manufacturing date: october 9, 2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: we have received on screw back for investigation and have forwarded it to the manufacturing plant in the us for investigation; here the feedback: we detected that the head threads are damaged and the anodize color is stripped. Unfortunately the head thread profile could not be checked due to the area being damaged. Based on the strong damages of the screw, all the relevant features could not be checked. We do assume that the spinning of the torque limiter and possible slipping out of the recess could have had an impact on the seen screw damages. By insertion of such screws, careful application of force and working according to the technique guide is required. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: there is damaged to the head threads and the anodize color is stripped. The head thread profile could not be checked due to the area being damaged. Since all relevant features could not be checked this complaint cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.